Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.6 cm diameter abdominal aortic aneurysm. The patient did not have an aortic neck. Prior to the stent graft implant the physician performed a triple snorkel and snorkeled both renal arteries and the sma with stents from another manufacturer. A 36 mm diameter endurant stent graft was implanted and landed proximal to the celiac artery. The celiac was occluded and reconstituted from the sma. It was reported that the post-op angiogram showed a type I endoleak caused by gutters within the atrium stents and the graft. The physician stated the event was related to the procedure. No intervention was done at this time and the patient will be monitored. No clinical sequelae were reported and the patient is fine. Review of pre-implant ctas revealed that the patient¿s aaa extended proximally up to the level of the sma; there was no proximal neck (off label use). The dilated ¿neck¿ contained thrombus and was calcified. The aortic diameter at the level of the celiac was 32mm; the origin of the celiac was occluded but the celiac was patent via collaterals. The aortic diameter at the level of the sma was 37mm, at the level of the left renal was >5cm, and measured >6cm at the level of the lowest right renal artery. The maximum diameter aaa measured 7.5cm and the aneurysm contained thrombus (4cm flow lumen diameter). The distal aortic diameter measured 23 x 19mm and was calcified. The iliac arteries were moderately tortuous and calcified. Images during implant were not available for return; the reported proximal type I endoleak could not be assessed. It appears likely that implanting the stent graft within an aortic vessel that contained 3 stent snorkels could have compromised the proximal seal, resulting the proximal type I endoleak.

Manufacturer narrative:
(B)(4), conclusion: off-label, unapproved or contraindicated use (the stent graft was implanted in a patient with no proximal aortic neck).